Event description:
It was reported that the catheter of a thal-quick chest tube set kinked while in an unknown patient. At an unknown time after placement into the patient, the nurse noticed that the device was no longer draining. The drain was then completely removed from the patient with difficulty. No adverse effects have been reported. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a representative of stadt zuerich (switzerland) informed cook that on (B)(6) 2022 a drain in the thal-quick chest tube set (rpn: c-tqts-1400; lot: unknown) kinked. At an unknown amount of time after placement of the device into the patient, it was noticed that the device was no longer draining. The kink in the drain caused difficulties during removal; however, the drain was removed successfully. No additional information was provided for this event. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was able to identify 7 lots sold to the customer in the last three years. Cook reviewed the device history record for the 7 lots and found no non-conformances. A database search for complaints on the 7 lots found no complaints reported form the field. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides the following information to the user related to the reported failure mode: precautions ¿manipulation of products requires fluoroscopic, CT scan or ultrasound guidance.¿ instructions for use ¿2. After injection of local anesthetic, make a small skin incision slightly larger than the diameter of the chest tube. 5. Note: due to anatomical variations in chest wall thickness, insertion depth of introducer needle, wire guide and dilators will vary from patient to patient. 9. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance, and take necessary action to relieve resistance before proceeding. 10. Remove the wire guide and chest tube inserter, leaving the chest tube in place. Note: it is important that all side ports of the chest tube are positioned within the pleural space. 11. The chest tube can now be sutured to the skin and is ready for use.¿ the information provided upon review of device master record, product labeling, and device history record does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event was unable to be established. It is possible that the patient¿s anatomy or activity levels contributed to this failure. It is also possible the kink could have occurred at a bad side port, but there is no evidence of manufacturing deficiencies. However, none of these possibilities can be confirmed without additional information and/or physical examination of the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.